Event description:
A letter was received stating " the patent...had her original surgery on 6/21/99. The procedure was a laparoscopy, node dissection, laparotomy, radical hysterectomy and bso. Closure was accomplished with a running stitch, tied in a loop-strand fashion to itself. On 6/29/99, eight days post op, the patient undrwent a second surgery for a wound dehiscence repair, letter states that the initial suture was found broken up into pieces in-situ. Patient has since been discharged with no further events or complications.